Manufacturer narrative:
No product was returned for evaluation; however, device logs were reviewed. The log data indicated pad toggling, which does not necessarily represent a device malfunction but may be associated with faulty accessories, improper pad application, inadequate skin preparation, or poor patient skin condition. The device will not be returned to zoll as the log review and biomedical testing did not identify any issues with ECG monitoring through the defibrillation cable. Users are advised to ensure ECG accessories are functional and to follow zoll guidelines for proper pad application to minimize the risk of no ECG signal display. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.